Manufacturer narrative:
Patient weight not available for reporting. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Part #: 04.005.570s, lot#: 5330843 (sterile) - 5.0 mm ti locking screw w/t25 stardrive 80 mm f/im nail - sterile. Quantity 82. Component parts reviewed: part: 459tpts080 turn point blank 459tpts080 lot: 5273470. Lot moved to blank storage 17-jul-2006. Inspection sheet for in process and inspect dimensional, final inspection meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: (B)(4). Manufacturing date: 06-oct-2006. Expiration date: 31-aug-2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was performed (B)(6) 2017 due to infection and broken locking screw. Patient was originally treated with a retrograde/antegrade femoral nail (rafn) on (B)(6) 2007. The nail was inserted through the existing total knee arthroplasty. It was noted the patient was reported to have chronic infection and knee immobilization post surgery. The surgeon removed the total knee, one (1) intact nail, two (2) intact screws, one (1) end cap, and a portion of one (1) broken screw. A portion of the broken screw was retained in the medullary canal of the proximal femur. Patient was revised to a new rafn that spanned the tibia and femur. An antibiotic cement spacer was utilized around the joint. No surgical delay was noted. Concomitant devices reported: antibiotic cement spacer (quantity 1), locking screw (quantity 1). This report is for one (1) 5.0 mm locking screw. This is report 1 of 1 for (B)(4).